Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen went to black. The technical support specialist (tss) identified logs indicating a local network issue as the root cause preventing station from connecting to the server. The tss requested confirmation from the customer to verify if the timestamps matched on their end and advised the customer to reach out the hospital information technology team to determine the cause of the interruption. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was on black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.